Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation. It was stated that impedances were checked and showed over 2000 ohms. A lead fracture was reportedly confirmed and revision was scheduled. It was reported a month later that new leads were implanted. It was stated that the "jacket tube" for a lead was damaged and 3 of the 4 conducting wires were broken. It was also stated that the other lead was bent and a fracture was confirmed by visual inspection. The patient was able to receive good parasthesia.

Manufacturer narrative:
Analysis of the lead, model #3887-33, found the 2 conductors of the lead wire to be broken at 12.1 cm and 15 cm from the distal end. No short circuits were found. Analysis of the lead, model #3887-33, found all four conductors of the lead wire to be broken 12 cm from the distal end. It was noted that the body insulation was cut, the lead was segmented. No short circuits were found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3887-33, lot# v165217, implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3887-33, lot# v174728, implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type lead product ID 748251, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).